Event description:
It was reported that the handpiece overheated during a surgical procedure. The procedure was completed with a backup device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was the rotor stuck in the motor due to corrosion. Those parts will be replaced, and svc will repair and return the device to the customer.